Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's continuous glucose monitor displayed as "high." The customer addressed the high bg level by administering a correction bolus through the pump. Reportedly, the customer resolved the issue by clearing the occlusion alarm to resume insulin delivery.